Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia, diabetic ketoacidosis with a blood glucose value of 24 mmol/l, and received a critical pump error on the insulin pump screen. Troubleshooting was partially performed and found that the customer received an open book image alarm. The customer was treated in an emergency room with an in insulin drip. The customer was reporting symptoms like abdominal pain and vomiting. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by pump error 53 critical handling alarms on 03/23/2023 02:45:34.000, 03/23/2023 02:55:00.000 and 03/23/2023 03:45:01.000. [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces, 'open book' was generated due to 3 sequential pump error 53. Pe 53 (2005/5632) ( software issue).] Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses list on the event date 23-mar-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 23-mar-2023 in the pump history file. 03/23/2023 01:07:00.000 dailytotals dailytotalcollectionstarttime = 03/23/2023 00:56:40.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm or user suspended alarm noted on the event date 23-mar-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-mar-2023 in the pump history file. 03/22/2023 11:11:00.000 alarmalertnotification faultnumber = low battery alert (104) 03/22/2023 20:15:00.000 batteryremoved 03/22/2023 20:15:00.000 alarmalertnotification faultnumber = battery removed (84) 03/22/2023 20:25:00.000 alarmalertnotification faultnumber = battery removed (84) 03/22/2023 21:01:46.000 alarmalertnotification faultnumber = batt out limit (6) 03/22/2023 23:47:14.000 batteryremoved 03/22/2023 23:47:14.000 alarmalertnotification faultnumber = battery removed (84) 03/22/2023 23:47:27.000 batteryremoved 03/22/2023 23:57:00.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 00:56:42.000 batteryremoved 03/23/2023 00:56:42.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 00:56:42.000 batteryremoved 03/23/2023 00:56:42.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:06:00.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:31:18.000 alarmalertnotification faultnumber = batt out limit (6) 03/23/2023 01:31:18.000 batteryremoved 03/23/2023 01:31:18.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:31:52.000 batteryremoved 03/23/2023 01:31:53.000 batteryinserted 03/23/2023 01:31:56.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 01:36:15.000 batteryremoved 03/23/2023 01:36:15.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:41:00.000 alarmalertnotification faultnumber = batt out limit (6) 03/23/2023 01:42:44.000 batteryinserted 03/23/2023 01:42:44.000 batteryremoved 03/23/2023 01:42:44.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:42:49.000 batteryinserted 03/23/2023 01:42:49.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 01:42:52.000 batteryremoved 03/23/2023 01:42:52.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:58:49.000 batteryremoved 03/23/2023 01:58:49.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:58:49.000 batteryinserted 03/23/2023 01:58:49.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 01:58:49.000 batteryremoved 03/23/2023 01:58:49.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:58:49.000 batteryinserted 03/23/2023 01:58:49.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 01:58:49.000 batteryremoved 03/23/2023 01:58:49.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 01:59:00.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 01:59:09.000 batteryremoved 03/23/2023 01:59:09.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:00:00.000 batteryinserted 03/23/2023 02:00:00.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 02:00:04.000 batteryremoved 03/23/2023 02:00:04.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:00:04.000 batteryremoved 03/23/2023 02:00:04.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:00:05.000 batteryinserted 03/23/2023 02:00:05.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 02:00:12.000 batteryremoved 03/23/2023 02:00:12.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:00:17.000 batteryinserted 03/23/2023 02:00:17.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 02:00:37.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 02:00:37.000 batteryremoved 03/23/2023 02:00:37.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:00:48.000 batteryinserted 03/23/2023 02:00:48.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 02:01:07.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 02:01:09.000 batteryremoved 03/23/2023 02:01:09.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:11:00.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 02:45:34.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 02:45:36.000 alarmalertnotification faultnumber = batt out limit (6) 03/23/2023 02:45:36.000 batteryremoved 03/23/2023 02:45:36.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:45:46.000 batteryinserted 03/23/2023 02:45:46.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 02:45:50.000 batteryremoved 03/23/2023 02:45:50.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 02:55:00.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 03:45:01.000 alarmalertnotification faultnumber = software error (53) 03/23/2023 03:45:04.000 alarmalertnotification faultnumber = failed batt test (58) 03/23/2023 03:45:04.000 batteryremoved 03/23/2023 03:45:04.000 alarmalertnotification faultnumber = battery removed (84) 03/23/2023 03:45:04.000 batteryinserted 03/23/2023 03:45:04.000 alarmalertnotification faultnumber = failed batt test (58) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces, 'open book' was generated due to 3 sequential pump error 53. Pe 53 (2005/5632) ( software issue).] Low battery alert (104) not confirmed. Batt out limit (6) not confirmed. Failed batt test (58) not confirmed. Pump error 53 confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs/diabetic ketoacidosis. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm confirmed due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.